Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer stated that the location of the leaks were o rings. Customer stated that the reservoir was filled up and the plunger almost popped out. No harm requiring medical intervention was reported. The reservoir will not be returned for the analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.